Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue reoccurred.